Event description:
A patient reported to gore that he had an open repair of an abdominal hernia and gore-tex soft tissue patch was used. Approximately 15 years post operative, the patient reported that he developed a bubble at the incision site that was created during the implant procedure on (B)(6) 1997. The patient reported that the bubble burst and drained tanish-gray fluid. The patient reported that due to this issue, that he underwent a procedure to remove the mesh.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a direct product analysis could not be conducted. A review of the complaint files confirmed that this lot has not been reported previously. The manufacturing records for this lot are beyond the required retention period and therefore cannot be reviewed. All information has been made available for tracking, trending and follow up.

Manufacturer narrative:
The patient reported by reading his medical records aloud, that the following information was noted as history of present illness (prior to explant procedure performed on (B)(6) 2012): for the last six weeks the patient had abdominal pain, erythema and recently noted cyst. The patient reported the following details by reading his medical records aloud: a large seroma was entered and there was a significant amount of devitalized tissue noted and excised, mesh was floating in the mid portion of the fluid and that the mesh and remaining sutures were removed, there was no fistula observed, and his issue would be treated as an infected seroma. The surgery went well. The patient reported that a cause for his reported issue was not provided by his physician. A review of the manufacturing records is still pending.

Event description:
This report is being submitted as follow 1 to MFR. Report 2017233-2014-00155 to provide the results of the investigation.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: an operative report dated (B)(6) 1997 indicates the patient underwent a nissen fundoplication and repair of a ventral hernia. Pre- and postoperative diagnoses are noted as ¿esophageal reflux with barrett¿s esophagitis, ventral hernia.¿ the records state: ¿the patient also has a ventral hernia, rectus diastasis from xiphoid to umbilicus which has been painful. Following a long discussion with this patient, he does not desire laparoscopic nissen. He desires open nissen and repair of his hernia simultaneously even though he has been advised that it would most likely be efficacious for him to undergo the procedures separately...¿ ¿the peritoneum and fascia were then closed with 0-loop dexon making a double layer of fascia to tighten up this rectus diastasis. A 2 mm gore-tex patch was then sutured in place on top of this using the rectus and fascia to anchor it for a circumference of approximately 10 x 20 cm.¿ according to an operative report dated 3/30/2012, the patient underwent ¿exploration of abdominal wall with excision of previously placed gore-tex mesh graft, sharp excisional debridement of abdominal wall tissues in a full thickness fashion to include skin, subcutaneous tissues, muscle and fascia, and placement of vac dressing.¿ a preoperative diagnosis indicates: ¿colocutaneous fistula.¿ however, the postoperative diagnosis states: ¿infected postoperative seroma with necrosis of abdominal wall.¿ the (B)(6) 2012 records state: ¿this (B)(6)-year-old make had undergone incisional hernia repair approximately 15 years ago with placement of a gore-tex mesh. Over the past 6 weeks he has been having difficulty with abdominal pain within the old incision site, and some degree of erythema. Recently he has noted a ¿cyst¿ within the incision which on the day prior to surgery developed drainage as what the patient described as fecal material. The patient¿was found to have a large defect within the midportion of his old incision line with purulent drainage, and what appeared to be tissue material extruding through the incision. At the time of surgery there was no obvious fistula identified.¿ the (B)(6) 2012 procedure notes state: ¿a large seroma cavity was entered and a significant amount of devitalized tissue was noted. Using sharp dissection the devitalized tissue which included skin, subcutaneous tissue, fascia, and muscle was excised. The old previously placed gore-tex mesh was found to be free floating within the midportion of this fluid cavity and was removed. The few remaining sutures attaching the graft to the fascia were excised.¿ ¿the patient did not appear to have an obvious fistulous tract. Valsalva maneuver performed by anesthesia were performed and again no evidence of a fistular tract could be identified. For this reason, the abscess cavity was being treated as an infected seroma.¿ ¿the patient was transferred to pacu in satisfactory and stable condition having tolerated the procedure well.¿ the instructions for use includes the following warning and addresses possible adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ conclusion codes remain unchanged.